Manufacturer narrative:
(B)(4). This complaint for a report of a check your position alarm with air in the lines could not be confirmed. The root cause was undetermined.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check your position alarm which occurred on the homechoice during use during fill 1 of 4. The hp stated that there were a lot of air bubbles in the line. The hp would start over with new supplies. Baxter product surveillance contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. She had told her nurse about the event, and therapy has been going well since. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.